Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The dr called on behalf of the pt alleging that the test strips fell out of range using control solution. Readings were 135 and 142 (92-125). Test strips were in good condition and not expired. Md tested his own test strips and test strips fell within the range using the control solution. Md put the pt on insulin (10u). No info on what her reading was on the md's meter or what kind of insulin the pt was treated with. Based upon the info provided, there is no evidence of a serious injury; however, there is evidence of a malfunction, since test strips failed twice using the control solution.